Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a wedge resection procedure, after firing the device, a second reload was loaded into the device, the jaws were closed, reinserted into the patient and the jaws of the device would not reopen. The device was removed from the patient and a second like device and reload were used to complete the procedure with no consequence to the patient.